Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 72-year-old male patient with acute myocardial infarction / cardiogenic shock had an attempted implant with an impella cp for mechanical circulatory support. The complainant reported that via an echocardiogram, medical stuff found the cp in malposition and unsuccessfully tried to reposition the cp. Attempts in the catheterization lab were also unsuccessful, so medical staff removed the cp. The patient remains stable.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was use related due to improper technique. Added- h6 impact code 4628, 4627 d4-corrected model number.